Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for the refill on 2024-04-01 and she noted there was a motor stall that occurred. The patient had a magnetic resonance imaging (MRI) on the day of the stall and did not have the pump status check done after the MRI. The caller interrogated the pump with logs, and it showed a motor stall recovery with today's date and time of interrogation. However, there has been no audible alarming and no therapy. (B)(6) 2024 (B)(6) (hcp): additional information received from a healthcare provider (hcp) stated that there was no therapy issue and was well aware of those symptoms because he had those in years past with the pump previous to this one and reported this event to mdt at the time. (B)(6) 2024 lfc (hcp): additional information received from a healthcare provider (hcp) stated that the motor stall occurred on (B)(6) 2024at 11:31 am and recovered on (B)(6) 2024 at 11:46 am.

Manufacturer narrative:
See h6: upated codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated the patient's weight at the time of the event.